Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a 3.13 v monitoring voltage with the gas gauge in the middle after being in the cold. The boxed voltage was unknown. Two manual capacitor reforms were done, and the gas gauge was a quarter inch from begining of life. A guidant technical services representative discussed waiting 24 hours for the device to warm up and checking the monitoring voltage again.